Event description:
The IV tubing used in the mssu (medical short-stay unit) and the sssu (short-stay surgical unit) for patients receiving anesthesia was found to be defective. The clamp kept getting stuck or staff was unable to regulate the drip. The entire lot number was pulled and the storeroom was notified. Another case was requested; however, the company/distributor was asked to provide a different lot number.